Event description:
Note: date of event and procedure date are unknown. This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted baed on the evaluation results. It was reported to boston scientific corporation in 2009 that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complaint, during the procedure, the device did not open prior to grasping the stone. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were not patient complications reported as a result of this event.

Manufacturer narrative:
Other (basket won't open). Functional evaluation of the returned device found that basket opened and closed as intended when the handle was actuated. Visual examination revealed that the basket tip had detached / separated (this was not reported by complainant). The most likely cause of this event is that the detachable tip of the basket separated prematurely from the basket wires. A search for similar complaints was completed and found no other complaints were associated with this lot.